Manufacturer narrative:
The device remains in service, and the patient continues to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that technical services received a call from an hcp regarding a patient's pacemaker. In (B)(6) 2019 during a routine check-up of the pg, the battery longevity was showing 1 year. On (B)(6) 2019, during the most recent check-up, the battery longevity was showing an increase of two years. Technical services suggested that since the patient is pacer dependent, to have a 3 month follow up to re-check the battery longevity of the pg. The device remains implanted.